Manufacturer narrative:
Review of the logfiles for the day of treatment shows no relevant errors that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed without any relevant errors. The logfile shows all treatments finished successfully on that day. The logfile shows the energy is stable during treatment. No relevant deviation between planned and performed energy is detectable for the treatment. The user operated surgery with the recommended settings. Only the vacuum suction time for the treatment was longer than usual additionally, the logfile shows that the user performed energy check at system startup and then performed second energy check four and half hours later. No abnormality regarding z-offset setting can be identified. No technical root cause is detectable during logfile review. Clinical application specialist (cas) review stated an excessive amount of liquid between the cornea and the patient interface and a not fully applanated cornea are noticeable. Base on current information, no conclusion can be drawn which might have led finally to the reported sticky flap. As the customer has multiple cases with poor docking, long suction times and sticky flaps, the cas strongly recommends further training and reviewing the docking principles with this customer. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The possible root cause could be an asymmetrical applanation and/or eye movement during treatment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported after flap creation, excessive force was required to lift the flap and was completely exfoliated. Follow up information received indicated the patient is in stable condition and recovering. The patient is scheduled for additional follow up. There are multiple related reports for this event. This report addresses the fifth eye performed for the surgical day, and another manufacturer report will be filed for the other affected cases.